Event description:
MFR report #: (B)(4) / 1000477999-2025-00007. #1: needle broken v28.0 (needle broke at the hub when used to perform an upper ID block): from (B)(6) 2025 to - serious - unknown #2: embedded device v28.0 (the needle was still in the patient): from (B)(6) 2025 to - serious - not recovered/not resolved. Spontaneous report from great britain. Local reference: (B)(4). This initial serious case report was received on 01-sep-2025 from dentist by email via affiliate. Follow-up 1 was received on 08-sep-2025 from the dentist via affiliate by email. Follow-up 2 was received on 09-sep-2025 from the dentist via affiliate by email. The report described a needle broken and embedded device with the suspected medical device ultra safety plus twist part a (injection device) prior to an unknown procedure with lignospan special. This case occurred on a 52-year-old male patient. On (B)(6) 2025 at 14:10, the 30g short needle broke at the hub when used to perform an upper ID block. Pm said x-ray confirmed the needle was still in the patient. The cannula broke into the patient's mouth. During the injection there is an excessive movement of the needle or patient. The needle broke during idb rh5 (2nd load) inserted, asked patient to keep wide open and there was movement in the area and needle moved. When removed, noted the cannula was missing. This resulted in the patient going to hospital for 3 hours of surgery to recover the needle, which they failed to retrieve even with the practice x-ray. Hospital offered patient a computerized tomography (CT) scan in 12 months to detect whether the needle has migrated. It was also noted that the received sample was not in the "safe (not locked) position". This further confirmed that the needle broke at the hub when used to perform an upper ID block. The twist did not disassemble, nor did the needle become detached. No other information available. Other information of product: ultra safety plus twist part a, batch number: f52272aa, expiry date: uu-nov-2029. Non-suspect product: lignospan special, batch number: b34776ac, expiry date: uu-dec-2026. This case was considered as serious due to hospitalization. Follow-up 1 was received on 08-sep-2025: incident form. Follow-up 2 was received on 09-sep-2025: received additional information about position of safety lock, confirmation of needle breaking at the hub, and the product not disassembling, and procedure. Photo was also provided. Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: based on the information available, this case described a a needle separated from collar and embedded device with the suspected medical device ultra safety plus twist part a (injection device) prior to an unknown procedure. This case occurred on an unspecified patient. It was reported that the needle detached from the hub and remained inside the patient, resulting in a 3-hour surgical procedure at the hospital to retrieve it, which ultimately failed. A needle separation from collar and embedded device could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Therefore, pending quality investigations, no root cause could be determined. Use error/abnormal use cannot be excluded. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation, no CAPA is required.

Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: (B)(4) / 1000477999-2025-00007. #1: needle broken v28.0 (needle broke at the hub when used to perform an upper ID block): from (B)(6) 2025 to - serious - unknown #2: embedded device v28.0 (the needle was still in the patient): from (B)(6) 2025 to - serious - not recovered/not resolved spontaneous report from great britain. Local reference: (B)(4). This initial serious case report was received on 01-sep-2025 from dentist by email via affiliate. Follow-up 1 was received on 08-sep-2025 from the dentist via affiliate by email. Follow-up 2 was received on 09-sep-2025 from the dentist via affiliate by email. Follow-up 3 was received on 06-oct-205 from the quality department. All the information was processed together. The report described a needle broken and embedded device with the suspected medical device ultra safety plus twist part a (injection device) prior to an unknown procedure with lignospan special. This case occurred on a 52-year-old male patient. On (B)(6) 2025 at 14:10, the 30g short needle broke at the hub when used to perform an upper ID block. Pm said x-ray confirmed the needle was still in the patient. The cannula broke into the patient's mouth. During the injection there is an excessive movement of the needle or patient. The needle broke during idb rh5 (2nd load) inserted, asked patient to keep wide open and there was movement in the area and needle moved. When removed, noted the cannula was missing. This resulted in the patient going to hospital for 3 hours of surgery to recover the needle, which they failed to retrieve even with the practice x-ray. Hospital offered patient a computerized tomography (CT) scan in 12 months to detect whether the needle has migrated. It was also noted that the received sample was not in the "safe (not locked) position". This further confirmed that the needle broke at the hub when used to perform an upper ID block. The twist did not disassemble, nor did the needle become detached. No other information available. Other information of product: ultra safety plus twist part a, batch number: f52272aa, expiry date: uu-nov-2029. Non-suspect product: lignospan special, batch number: b34776ac, expiry date: uu-dec-2026 this case was considered as serious due to hospitalization. Follow-up 1 was received on 08-sep-2025: incident form. Follow-up 2 was received on 09-sep-2025: received additional information about position of safety lock, confirmation of needle breaking at the hub, and the product not disassembling, and procedure. Photo was also provided. Follow-up 3 was received on 06-oct-2025: received quality investigation report. Manufacturer's preliminary comments: based on the information available, this case described a needle separated from collar and embedded device with the suspected medical device ultra safety plus twist part a (injection device) prior to an unknown procedure. This case occurred on a 52-year-old male patient. It was reported that the cannula broke into the patient's mouth. During the injection there is an excessive movement of the needle or patient. The needle broke during idb rh5 (2nd load) inserted, asked patient to keep wide open and there was movement in the area and needle moved. This resulted in the patient going to hospital for 3 hours of surgery to recover the needle, which they failed to retrieve even with the practice x-ray. Hospital offered patient a computerized tomography (CT) scan in 12 months to detect whether the needle has migrated. It was also noted that the received sample was not in the "safe (not locked) position". This further confirmed that the needle broke at the hub when used to perform an upper ID block. The twist did not disassemble, nor did the needle become detached. These events are most likely due to movement of the patient or the needle and/or a use error (wrong needle used). Therefore, pending quality investigations, no root cause could be determined. #fu1 and fu2 considered. Based on the preliminary analysis, pending quality investigation, no CAPA is required. Manufacturer's final comments: investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. The used cannulas were received with a certificate of conformity from supplier. Many factors could lead to the reported issue cannula breakage, such as: high pressure during injection - constraint on the cannula during injection - unexpected movement during injection - use of several cartridges with the same needle (multiple needle use) - bending or stressing of the cannula - use of needle not recommended according to the injection type - injection on a hard surface in the incident report form, it is indicated that the injection device was used for an ID block, however, the use of a 30g25mm needle to perform an ID block is not recommended; it is recommended to use a 27g35mm needle. No quality issue, use error/abnormal use is considered. No quality defect use error/abnormal use cannot is considered no CAPA implemented.

Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: (B)(4). #1: needle separated from collar v28.0 (needle came out of the hub): from to - serious - unknown. #2: embedded device v28.0 (the needle was still in the patient): from to - serious - unknown. Spontaneous report from great britain. Local reference: (B)(4). This initial serious case report was received on 01-sep-2025 from dentist by email via affiliate. The report described a needle separated from collar and embedded device with the suspected medical device ultra safety plus twist part a (injection device) prior to an unknown procedure. This case occurred on an unspecified patient. On an unknown date, the usp twist needle detached from the hub. Pm said x-ray confirmed the needle was still in the patient. This resulted in the patient going to hospital for 3 hours of surgery to recover the needle, which they failed to retrieve even with the practice x-ray. Hospital offered patient a computerized tomography (CT) scan in 12 months to detect whether the needle has migrated. No other information available. Other information of product: ultra safety plus twist part a, batch number: f52272aa, expiry date: uu-nov-2029. This case was considered as serious due to hospitalization. Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: based on the information available, this case described a needle separated from collar and embedded device with the suspected medical device ultra safety plus twist part a (injection device) prior to an unknown procedure. This case occurred on an unspecified patient. It was reported that the needle detached from the hub and remained inside the patient, resulting in a 3-hour surgical procedure at the hospital to retrieve it, which ultimately failed. A needle separation from collar and embedded device could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Therefore, pending quality investigations, no root cause could be determined. Use error/abnormal use cannot be excluded. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation, no CAPA is required.

Manufacturer narrative:
Reprocessed: unk.